Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that routine log files were sent. The event log displayed no external power/low power hazard alarms on (B)(6) 2021 while connected to the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. The patient stated that the power cord came unplugged from the wall outlet when the patient was moving into the bathroom while attached to the mpu. The patient quickly plugged the mpu back into the wall outlet after hearing the alarm. There was no interruption in pump support during power disconnect. There were no other unusual events seen within the log files. The mechanical circulatory support (mcs) equipment is operating as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit (mpu) assembly was made on sep 16, 2020. The unit was packaged and placed into stock on oct 2, 2020. The unit was sent to the customer on apr 8, 2021. The unit was assigned to the patient on (B)(6) 2021. The unit had no previous services. Per the packaged assembly, the unit was sent to the customer with a locking ac power cord for the mpu. Set up and use of the mobile power unit (mpu) with the heartmate 3 system are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Alarms and the proper actions to be taken if alarms cannot be resolved are documented in the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. Specific warnings and cautions regarding the mpu's set up, the potential tripping hazards presented by the mpu patient cable and power cord, and the electrical outlet used (including location and accessibility) are given in both the heartmate 3 lvas patient handbook and the heartmate 3 lvas IFU. The event, of loss of external power while using the mpu, was confirmed in the submitted log file. The customer submitted heartmate 3 lvas log files for review ¿ no specific issue was noted. Technical service reviewed the log file and noted a loss of external power event. The event log file contained approximately 14 days of patient event data. There was one loss of external power event that occurred with the patient on the mpu; the event lasted 1 minute and 49 seconds in duration. The controller operated on backup battery power during the event. The mpu was the power source before and after the event. The battery capacity (rsoc) indicators and cable voltages corresponded to a loss of ac power to the mpu. The customer reported that the mpu ac power cord came out of the ac outlet during ambulation resulting in the loss of ac power to the mpu. The patient fixed the issue when the alarms occurred. The mpu was not returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.